Event description:
The physician reports that the crystalens haptic broke off in the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second iol was implanted successfully. (B) (4).

Manufacturer narrative:
(B) (4).